Event description:
On (B)(6) 2014, a pulmonary valve replacement was performed and a 27 mm trifecta valve was implanted. On an unknown date, moderate pulmonary insufficiency was noted with increased gradients of 7-11 mmhg. Early valve failure was suspected and the valve was explanted and replaced with an unknown valve. This incidence is associated with off-label use as per the product IFU the indications for use: the trifecta¿ valve is intended as a replacement for a diseased, damaged, or malfunctioning aortic heart valve. The trifecta¿ valve may also be used as a replacement for a previously implanted aortic prosthetic heart valve.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information provided from the field indicates this incidence is associated with off-label use as per the product IFU the indications for use.

Event description:
On (B)(6) 2014, a pulmonary valve replacement was performed and a 27 mm trifecta valve was implanted. On an unknown date, moderate pulmonary insufficiency was noted with increased gradients of 7-11 mmhg. Early valve failure was suspected and the valve was explanted and replaced with a melody valve.